Manufacturer narrative:
Confidential: manufacturer: (B)(4). This product, 3343n is not sold in the u.s.; the instructions for use contain only non-english languages. Instructions for use contain the following information: ....warnings danger! Extremely flammable! Cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Avoid using around flames. Use in a well ventilated area. According to the hospital, the event was caused by the operator being disturbed at the end of the operation, which led to a lack of communication between the operator and the surgery nurse. Now, a new routine has been introduced for the device: before use of cavilon no sting barrier film, the electrical connection to the diathermy should be disconnected. Information about the new routine has been communicated within the hospital.

Event description:
An elderly female patient experienced a mild burn when 3343n cavilon no sting barrier film was applied to her wound edge following an unspecified operation. The operator reportedly used an electrical diathermic device to stop bleeding after the product was applied. The cavilon no sting barrier film reportedly caught fire and was immediately terminated by the nurse. The patient did not require any additional medical treatment and was reportedly doing fine.